Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the up, down, and ok buttons require multiple depressions to get them to activate. No rip, tear, or peeling of the rubber keypad was reported. There is no known trauma to the pump, which is worn in a pocket and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses to button presses on the up down ok and contrast buttons. Multiple button presses of increasing force are required before the buttons engage. The keypad was removed and contamination was present under the contacts of all buttons. The up/down/ok button contacts were observed to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.